Event description:
Pain and tenderness at the site of a permanent internal surgical staple which was left in after lymph node removal. I never knew there were staples left in there. Company: don't know. FDA safety report ID# (B)(4).